Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a severely tortuous and severely calcified left circumflex artery. A 4.0x16mm promus element stent was advanced to the lesion and could not cross. The procedure was completed with another promus element stent. No patient complications occurred. Patient status is listed as stable. Product analysis revealed stent damage. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). A visual and microscopic examination identified distal stent damage. Rows 1-4 had their struts bent proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The inner and outer lumens were accordianed from 7mm to 10mm proximal to the proximal markerband. Shaft polymer extrusion damage was also noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).